Event description:
It was reported that there was a failed tka after 11 years. Rep. Indicated on (B)(6) 2013 that per surgeon the tibia baseplate and femur were loose and failed, poly wear.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Manufacturing date corrected. An event regarding revision due to loosening involving a duracon femoral component was reported. The event was confirmed. Device evaluation indicated that here was evidence of bony material present on the porous coating of the returned femoral component. The asymmetry of the damage on the insert component suggested that the knee may have been misaligned or unstable. Medical records also indicated that there are no dated serial x-rays indicating the initial position of the component after the primary total knee arthroplasty eleven years ago and no clinical history documenting the duration or nature of the symptoms for which the revision was performed. There is no evidence of faulty manufacturing or material factors being responsible for this late revision surgery. Device history review was satisfactory. Complaint history review confirmed that there were no other similar events for this lot. Although the event was confirmed, the exact root cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a failed tka after 11 years. Rep. Indicated on (B)(6) that per surgeon the tibia baseplate and femur were loose and failed, poly wear.